Manufacturer narrative:
(B)(4). Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
Customer stated she removed her wafer and she developed a skin tear the size of an eraser. Suggested she treat the area with stomahesive powder.